Manufacturer narrative:
The local area field representative was contacted for additional information. A manual capacitor reformation was successfully completed with an 8.9 second charge time. A commanded 1.1 joule was also successfully delivered with an impedance measurement of 54 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code indicating high voltage was detected during charge. Events were reviewed showing noise on the implantable defibrillation lead rate/sense channel which appeared to be due to cautery or electromagnetic interference. The events occurred within a twenty minute period on the same date. The following days presenting electrogram (egm) was clear of artifact and all lead measurements were stable. It was determined the patient was undergoing a procedure at that time and anti-tachycardia pacing (atp) had been delivered due to oversensed noise. Boston scientific technical services (ts) discussed performing a capacitor reformation and delivering a commanded shock to assess the system. No adverse patient effects were reported.